Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to non conversion of ventricular tachycardia (vt) or ventricular fibrillation (vf). No additional adverse patient effects were reported.